Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination of valve. Leak test and microscopic analysis were performed which identified delamination >75% total separation and brown particles. Based on the device analysis the final assessment was delamination of the valve (cohesive failure).

Event description:
Device has been explanted.